Manufacturer narrative:
Device passed the displacement test but rewind anomaly and prime/fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to loose drive support disk. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to rewind and prime more than once, had received false and unexplained no delivery alarms and when the insulin was down to 25 to 50 units, they did not receive full amount in each bolus. They customer mentioned that none of these incidents happened often. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.